Manufacturer narrative:
Additional information received on november 7, 2022 indicated that there was no capsular contracture on the right side. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Devics' photo evaluation completed on december 05 , 2022: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con unknown grade, generalized illnesses. (B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with two 275cc mentor smooth round moderate plus profile saline breast implants has experienced right-sided capsular contracture (unknown grade), and unexplained systemic symptoms postoperatively, including right side pain and growth on right breast, dizziness, nausea, fatigue, headaches, vision changes, heart palpitations, unable to exercise, numbness, and tingling. As a result, patient underwent bilateral removal without replacements on (B)(6) 2020. This report relates to the right prosthesis.